Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of capture and high out of range pacing impedance measurements. A new lead was implanted instead. No further adverse patient effects were reported.